Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the device was displaying a green image and had a broken charged coupled device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video telescope endoeye hd ii, 10 mm, 30° image flickers. Inspection and testing of the returned device found the device was displaying a green image and had a broken charged coupled device. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The result of our investigation is not consistent with the customer's description of failure. The customer reports a flickering image. During investigation, olympus cannot confirm this malfunction. However, olympus detects varying-colored images (purple/green) during inspection. By disassembling the device and testing the components individually, olympus can trace the image error back to the charged coupled device (r-unit). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: reported image malfunction (flickering image): olympus cannot confirm this malfunction. R-unit ¿ defect in color: unacceptable tension around the charged coupled device assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve." Unacceptable tension around the charged coupled device assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined. Pre-existing damage to the charged coupled device assembly due to using a suboptimal adhesive device.¿ olympus will continue to monitor the field performance of this device.